Event description:
It was reported that during a ptca/stenting treatment procedure, the quantum maverick monorail balloon ruptured at 15 atms on the second inflation. (The number of atms reached on the initial inflation was 10 atms.) The pt was asymptomatic during this event. The lesion being treated was a calcified, 99% stenotic lesion in the mid lad coronary artery. The physician used a 6 fr terumo introducer sheath for vascular access and a bmw guidewire and a mach1 jl4 guide catheter to cross the lesion. The quantum maverick monorail balloon was being used to predilate the lesion for placement of a penta stent. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.